Manufacturer narrative:
Product event summary: the data files were returned; however, they were corrupted. Clinical issues were encountered during the case and would not have been confirmed through data analysis. The physical product was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the blood pressure dropped and a cardiac tamponade was discovered my an echocardiogram. Open chest surgical intervention was required to treat the tamponade. The case was aborted under general anesthesia. No further patient complications have been reported as a result of this event.